Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose of 24.1 mmol/l with symptoms of chest pain, abdominal pain, vomiting, and excessive urination. The patient was hospitalized and taken off the pump. While at the hospital, the patient was treated with intravenous fluids and insulin via injection. The reporter indicated that the pump was frequently alarming for occlusion, causing a delay in insulin delivery. This complaint is being reported based on the allegation that the patient was hospitalized as a result of frequent alarms.

Manufacturer narrative:
Device evaluation: the pump has been returned to animas and was evaluated on 23-jan-2018 with the following findings: the pump¿s black box showed multiple occlusion alarms with an associated high force. These occlusion alarms appeared to lead to delivery interruptions. The pump was able to perform the prime steps with no issues. The pump was exercised for 24 hours with no alarms duplicated. The recorded total daily doses of insulin added up to the expected amounts. The pump passed a delivery accuracy test with no issues.